Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The product support engineer (pse) advised the customer replace the power management (pm) pcb due to the service manual indicates it is common to both error codes. The customer ordered the part for replacement. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error codes (1104) backup alarm failed and (1105) alarm led failed. The ventilator was not in use on a patient at the time of the reported event.